Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo lesion in the mid peroneal. The armada 14 balloon was used in the patient twice. The first usage worked perfectly fine. The second usage was at the end of the peroneal down toward the pedal vessels and the tip of the balloon catheter kinked and could not be straightened inside the patient. This may have been caused by the patient's anatomy or by trying to advance the balloon catheter without the guide wire. Vessel access was lost except for the sheath, as the balloon catheter could not be removed without pulling the guide wire out with it. There were no adverse events for the patient and the vessel was simply re-wired and a different balloon was used and it worked fine. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.